Event description:
It was reported that intraprocedural thrombus was suspected. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was being performed. The patient was on aspirin 81 mg and plavix 75mg. A 35mm watchman flx laa closure device was used during the procedure. During placement of the 35mm device, thrombus was suspected based on transesophageal echocardiogram (tee) imaging, but has not been confirmed. The closure device was implanted. Post procedure, at an unknown date, the patient experienced a cerebral vascular accident. Imaging and additional information were requested from the physician. Imaging was reviewed from a third party, which noted that the alleged procedural thrombus event was not confirmed.

Manufacturer narrative:
B5: updated to include imaging findings from core lab from henry ford hospital system meeting.

Event description:
It was reported that intraprocedural thrombus was suspected. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was being performed. The patient was on aspirin 81 mg and plavix 75mg. A 35mm watchman flx laa closure device was used during the procedure. During placement of the 35mm device, thrombus was suspected based on transesophageal echocardiogram (tee) imaging, but has not been confirmed. The closure device was implanted. Post procedure, at an unknown date, the patient experienced a cerebral vascular accident. Imaging and additional information were requested from the physician. Imaging was reviewed from a third party, which noted that the alleged procedural thrombus event was not confirmed. It was further reported that follow up computed tomography (CT) on (B)(6) 2021 and (B)(6) 2021 show thrombus on the atrial side of the device on the mitral side that is slightly smaller in october than it was in july.

Event description:
It was reported that intraprocedural thrombus was suspected. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was being performed. The patient was on aspirin 81 mg and plavix 75mg. A 35mm watchman flx laa closure device was used during the procedure. During placement of the 35mm device, thrombus was suspected based on transesophageal echocardiogram (tee) imaging, but has not been confirmed. The closure device was implanted. Post procedure, at an unknown date, the patient experienced a cerebral vascular accident. Imaging and additional information were requested from the physician.